Event description:
It was reported an angio seal device was used for hemostasis following a percutaneous coronary intervention procedure; a pre-deployment angiogram was performed. The deployment procedure was conducted correctly; however, a hematoma formed during placement of the spring. Manual compression was applied to achieve hemostasis. The pt was discharged from the hospital. No complications of the arteriotomy site were noted at the time of discharge. Three days later the pt returned to the hosp for a follow-up visit. It was noted a hematoma was progressing around the puncture site and a pseudoaneurysm was confirmed by ultrasound. The pt underwent surgery for revascularization. The angio-seal anchor was removed and a patch angioplasty was performed to repair the arteriotomy site. Reportedly the pt recovered and was discharged. During the surgical procedure it was discovered the anchor had been deployed over a stenosis in the pt's artery. Therefore, the physician stated the bleeding occurred because the anchor was not in direct contact with the arterial wall, which cause the hematoma and pseudoaneurysm to form. The co representative reviewed pt selection with the physician.